Event description:
A patient that underwent a posterior lumbar fusion using a lanx spinous process fixation device developed an epidural abscess with a psoas infection. The surgeon completed a revision surgery to address these conditions, which included the removal of the lanx spinous process fixation device.